Event description:
I am writing to express my extreme dissatisfaction with the freestyle libre 3 continuous glucose monitoring (cgm) system. Despite multiple sensor replacements due to accidental drops, I have consistently experienced inaccurate readings, including both dangerously high and low glucose levels. Furthermore, the sensors have been failing within a day of use, rendering the device completely useless. These malfunctions have caused significant anxiety and disruption to my daily life, as I rely on accurate glucose readings to manage my diabetes. I have already contacted abbott's customer service multiple times to report these issues, but their solutions have been ineffective. I am requesting a full refund for the product and compensation for the emotional distress and inconvenience caused by this faulty device. Sincerely, (B)(6).